Manufacturer narrative:
H3) preliminary device evaluation medtronic is leading an evaluation of the reported surgeon console. Four images were received. Three of the images depicted error messages related to the surgeon console displayed on the surgeon console 3d screen (sc3d), the surgeon interactive display (sid) and the operating room team interactive (orti) screen. The error messages stated, "warning : surgeon console error. Restart console using red ac power switch. If error reoccurs, restart system or discontinue system use." And "caution: surgeon console communication lost. Check console data cable. If error persists, restart surgeon console.". One image depicted the reference identification and serial number of the surgeon console that matched what was reported. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, while performing the vesicourethral anastomosis, the surgeon console experienced a loss of communication. There was an alarm stating, ¿console communication lost. The surgeon has no control of the arms.¿. Three attempts were made to reset the surgeon console, but the alarm persisted and surgeon control of the robotic arms was not restored. The surgical approach was changed to laparoscopic to complete the procedure. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, while performing the vesicourethral anastomosis, the surgeon console experienced a loss of communication. There was an alarm stating, ¿console communication lost. The surgeon has no control of the arms.¿. Three attempts were made to reset the surgeon console, but the alarm persisted and surgeon control of the robotic arms was not restored. The surgical approach was changed to laparoscopic to complete the procedure. There was no patient injury.

Manufacturer narrative:
H3) device evaluation medtronic led an evaluation of the reported surgeon console in the field, the associated device logs and provided images. Four images were received for evaluation. Three of the images depicted error messages related to the surgeon console being displayed on the surgeon console 3d screen (sc3d), the surgeon interactive display (sid) and the operating room team interactive (orti) screen. The error messages stated, "warning : surgeon console error. Restart console using red ac power switch. If error reoccurs, restart system or discontinue system use." And "caution: surgeon console communication lost. Check console data cable. If error persists, restart surgeon console.". One image depicted the reference identification and serial number of the surgeon console that matched what was reported. Evaluation of the logs indicated that the surgeon console experienced an occurrence of an error code for 'central safety monitor - lost safety local', which indicates that the central safety monitor detected the surgeon console safety locals as missing. The loss of a safety handler reporting to the central safety monitor can indicate a loss of node functionality and would prevent further system operation as a result of the experienced surgeon console communication loss. This error code reports an error message stating, "surgical user interface communication lost during operation.". Review of the field service notes indicated that the logs were analyzed. The surgeon console was tested and no reoccurrence of the issue was seen. Evaluation of the surgeon console confirmed the reported condition. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication error with the surgeon console due to the central safety monitor detecting the surgeon console safety locals as missing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.